Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating high blood glucose readings, sensor glucose versus blood glucose differences and low suspend alarm from the insulin pump. The customer's blood glucose reading was 430 mg/dl. The customer was not able to upload to carelink. The customer stated that when he hits upload, the page goes blank. The sensor stated that the customer is low and he suspended the alarm. The customer stated that she used sets for 14 days to keep his blood glucose in control. The customer was able to start upload of the pump and needed no other assistance.